Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, the probe was broken at 8mm from the distal end of the probe. There were scratches around the broken area. The probe was broken from the scratched area. The probe likely broke due to the following sequence: first, the probe tip was scratched by contact with hard objects such as metal clips, staplers, or other surgical instruments during activated output. Continued use in this state applied additional load to the scratched probe, leading to cracking. Eventually, the accumulated stress caused the probe to rupture, resulting in a probe breakage anomaly (u504). The root cause could not be determined. As a result of checking the instruction manual, the following description related to this event was found. This event is warned by the instruction manual. Drawing number and revision number of IFU: rc2058 10 the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. This product is intended for soft tissues. Do not output with the tip of the probe grasping hard tissues such as bone or calcified tissue, or metal clips, stapler needles, or other surgical equipment (e.g., uterine manipulators or forceps). Scratches on the tip of the probe, heat generated by friction between a hard substance and the tip of the probe can cause severe wear, deformation, tearing, or partial peeling of the tissue pad, and contact between the probe tip and the metal gripping area can cause the probe tip to break before an error message or warning sound is heard. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Never allow the probe tip to come into contact with or grip metal clips, stapler needles, or other stiff objects of surgical equipment (e.g., uterine manipulators). If the probe tip comes into contact with these hard objects without being noticed, the probe tip may be scratched due to ultrasonic vibration, causing damage or falling off. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasonic surgical instrument tip of the probe fell off when it was removed from the patient. It was not inside the body, but broke and fell off during cleaning. The issue occurred during a therapeutic laparoscopic myoma removal. There were no reports of patient harm. The procedure was completed after changing to a different device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.